Event description:
Ligaclip open for a gastric bypass. The scrub nurse checked the clip and noticed refill clip was slow to reload. Ligaclip removed from field and replaced with a new ligaclip.======================manufacturer response for ligaclip, ligaclip (per site reporter)======================no response at this time.